Event description:
Event description boston scientific received information that this atrial lead has sustained a fracture due to subclavian crush. Therfore, the lead was removed from service and replaced. The decision was made to also explant the ventricular lead to avoid a fracture in the future. A new ventricular lead was also implanted and the entire pacing system was repositioned to the patient's right side.